Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. The customer's blood glucose level went up to 400 mg/dl after a complete set change. The customer was on antibiotics because the week before she was losing her voice. She treated her high blood glucose level with a bolus. In the alarm history no delivery alarms were found. The high pressure test passed. The device was not returned.